Manufacturer narrative:
Reactivity of the and e and k antigens was confirmed on retention crrs(3), lot r031and crrid, lot id107. The customer used those regents at the time of the event. The customer did not return patient sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions on the echo when testing a patient sample with a history of anti-e and -k. The sample resulted as negative with k+ cells on capture-r ready screen (crrs)3 and capture-r ready ID (crrid).